Manufacturer narrative:
The reported event of keypad failures file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 10/02/2012. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for error code 133.6080 and the logic board c245, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported numerous (25) keypad failures following remediation. There was no report of patient involvement.